Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a clogged cannula and no insulin delivery due to which he experienced high blood glucose level. Therefore, on (B)(6) 2023, the patient was admitted to the hospital due to high blood glucose level. Further, the patient was transferred to the intensive care unit. The patient's tooth was missing due to tubing being forced into body, kidneys faced non-permanent damage and carpel tunnel in hands had worsened. He had high ketone level which the healthcare professional assessed as dangerous and life threatening. Also, the patients highest blood glucose level was 1260 mg/dl at the time of the event. Moreover, the infusion set had been used for less than one day. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital. No further information was available.